Event description:
The customer reported the system would not boot. They plugged system in to turn on and the screen stays blank. The control pannel is the only thing that lights up.

Manufacturer narrative:
The ge service rep reloaded software and cmos settings; verified proper system operation by booting system and making exposures x20.